Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called and reported she experienced an unexpected high blood glucose of 600 mg/dl. She stated everything was fine since changing her infusion set and declined to troubleshoot.